Manufacturer narrative:
(B)(4).

Event description:
A consumer reported her implantable neurostimulator (ins) was not staying charged for more than eight (8) hours and she was charging too frequently. Her device was programmed so she felt stimulation and noted the ins was dead for a couple of days. The consumer met with a manufacturer representative who did a bunch of testing. The consumer noted her ins was at a title in her stomach, so it was hard for her to charge. Follow-up was being conducted to determine cause and steps taken to resolve the reported issue. Indication for use included spinal pain.